Event description:
Reported event: the defibrillator is alleged to have charged up spontaneously near the end of a procedure using the peak pulsar generator but it did not discharge. No pt impact.

Manufacturer narrative:
The defibrillator is alleged to have charged up spontaneously near the end of a procedure using the peak pulsar generator but it did not discharge. The defibrillator's controller was apparently stacked on top of the peak generator. No pt impact. The peak pulsar generator was returned to the MFR for eval. The initial complaint was not confirmed. The pulsar generator is functioning per its design. End of report.